Event description:
The peg tube was pulled through the existing opening when the tube snapped in half leaving the disk inside the patient's abdomen (snapped at the long part of the tube). Half of the device was on the outside of the patient and the other half inside the patient. The scope was re-inserted and the other piece was retrieved.